Event description:
This spontaneous case from (B)(6) was received on (B)(6) 2017 from a physician (gynecologist). This case concerns a female patient (age: not provided) who initiated treatment with seprafilm and after an unknown latency developed abscess no previous medications, concomitant medications and concurrent conditions were reported. Patient had a history of uterine myoma on an unknown date in 2017, the patient underwent total hysterectomy and bilateral adnexectomy for uterine myoma, and five sheets of seprafilm were applied in the pelvic once (route, indication, formulation: not provided). On an unspecified date in 2017, 4 days after the application of seprafilm, abscess (severity: moderate) appeared at the site that was obviously seemed to be due to the application site of seprafilm. Around (B)(6) 2017, the patient recovered from the event. Corrective treatment: not reported outcome: recovered seriousness criteria: hospitalization or prolongation diagnosis: abscess reporting gynecologist/obstetrician's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gynecologist/obstetrician's causality assessment: unknown a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.

Event description:
This spontaneous case from (B)(6) was received on 25- dec-2017 from a physician (gynecologist) this case concerns a female patient (age: not provided) who initiated treatment with seprafilm and after an unknown latency developed abscess no previous medications, concomitant medications and concurrent conditions were reported. Patient had a history of uterine myoma on an unknown date in 2017, the patient underwent total hysterectomy and bilateral adnexectomy for uterine myoma, and five sheets of seprafilm were applied in the pelvic once (route, indication, formulation: not provided). On an unspecified date in 2017, 4 days after the application of seprafilm, abscess (severity: moderate) appeared at the site that was obviously seemed to be due to the application site of seprafilm. Around the middle of (B)(6) 2017, the patient recovered from the event. Corrective treatment: not reported outcome: recovered seriousness criteria: hospitalization or prolongation diagnosis: abscess reporting gynecologist/obstetrician's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gynecologist/obstetrician's causality assessment: unknown a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by sanofi-genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 23-jan-2018. The gptc number with ptc result was added. Text amended accordingly.